Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual, dimensional and functional inspection were performed. The reported deflation issue and difficulty to remove the device from the guidewire were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue and the difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat an eccentric lesion in the distal right coronary artery with moderate calcification and moderate tortuosity that was 90% stenosed. A 3.5 x 18 mm xience sierra stent delivery system (sds) was deployed at 16 atmospheres. Reportedly, there was prolonged deflation during deployment of the sierra stent. The sds could not be removed, and therefore the guide wire was unintentionally removed with the sds as a single unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.